Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had angulation defects. Inspection and testing of the returned device found nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found to have wear of angle wire. Bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Nozzle has foreign objects. Bending section-rubber has a scratch. Adhesive on bending section rubber has a chip. Adhesive on bending section rubber has white-clouded area. Switch button 1 has a cut. Switch button 4 has wear. Adhesive around objective lens is peeled. Adhesives around objective lens has white-clouded area. Connecting tube has a dent. Connecting tube has a scratch. Information related to foreign matter revealed the following: it is unknown if the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It is unknown if there was a delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). It is unknown if the customer flushed the air/water nozzle with air and water. It is unknown if there were abnormalities found in the accessories used for preprocessing. It is unknown if the endoscope was presoaked in the detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.